Event description:
It was reported that the cylinder of this inflatable penile prosthesis (ipp) was not working due a hole. The existing device was explanted. There were no patient complications reported.

Manufacturer narrative:
Correction to field c2/d10. Concomitant product/therapy. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. The microscope test revealed that cylinder 1 had a hole at corner of a fold in the proximal end of the cylinder. Cylinder 1 had wear at fold in the proximal end, middle, and distal end of the cylinder. Cylinder 1 had a leak at corner of a fold in the proximal end of the cylinder. Cylinder 2 had wear at fold in the proximal end, middle, and distal end of the cylinder. Cylinder 2 passed the leak test. The pump was microscopically inspected, and leak, functionally tested. The pump did not pass the functional test. No leak or anomalies were found with pump. Flat reservoir passed visual inspection; no anomalies were found. Flat reservoir passed leak test. Both rear tip extenders (2cm) passed visual inspection; no anomalies were found. Product analysis was able to confirm the reported device allegation.

Event description:
It was reported that the cylinder of this inflatable penile prosthesis (ipp) was not working due a hole. The existing device was explanted. There were no patient complications reported.